Event description:
It was reported that far field r-wave oversensing was noted on a stored episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4196-88 lead implanted: 2010-(B)(6); 6947-65 lead implanted: 2010-(B)(6). (B)(4).